Event description:
A customer reported that the pump battery would not charge despite using a tandem charging cable and trying different wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level. As the issue persisted, technical support decided to replace the pump. To ensure uninterrupted insulin delivery, the customer planned to use multiple daily injections as a backup therapy. The customer was instructed to put the pump into storage mode and return it with a pre-paid label.